Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation as the customer is pursuing an upgrade to a newer unit. The customer reported the power cord was not fully connected and the device functioned as expected when it was reconnected. The customer was contacted and the device has not been returned for evaluation.